Event description:
A (B) (6) female patient reported she experienced multiple 'eye infections' while using the oxysept ultracare formula disinfecting/neutralizing system. She saw her optometrist on (B) (6) 2008 where exam notes indicate the patient's lid and lashes were clear, cornea: spk in both eyes, "follicules" in both eyes, grade + 1-2. Assessement given as bacterial vs viral keratitis. Patient treated with ocuflox ointment tid for 7 days nad discontinue contact lenses. Patient returned for follow up visit one week later ((B) (6) 2008) where notes indicate there was mild photophobia, cornea showed trace spk; keratitis resolved. Patient to discontinue medication, cleared for contact lens wear and to start using artificial tears for increased comfort. Patient reports she bought a new bottle of solution and went to friend's home that weekend and had another 'flare up'. See MDR 2020664-2009-00009 for report regarding neutralizing tablets used by the patient.

Manufacturer narrative:
(B) (4) photophobia and superficial punctate keratitis (spk), other: a review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Manufacturer of reported device performed microbiology, functionality and chemistry evaluations of the actual product used by the consumer and product retained from the reported lot; all results were within specifications and sterile. Second lot used by patient: 18277 expiration: 10/2010: a review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Manufacturer of reported device performed microbiology, functionality and chemistry evaluations of the actual product used by the consumer and product retained from the reported lot; all results were within specifications and sterile.